Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose level was 22.3 mmol/l. Customer was assisted with troubleshooting. Customer did high pressure test which resulted to 3.15 units. Customer also did displacement verification test and self test and both tests were passed. Customer agrees that the insulin pump was operating as designed. Insulin pump will not be returned for analysis.